Manufacturer narrative:
The returned device was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that there are concerns about this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion (pbd) and the device's longevity. The device remains in use. No adverse patient effects were reported. Additional information received indicates that this device also exhibited high out of range shock impedance on the right ventricular (rv) lead channel, which resulted in a code 1005. This code indicates that there was an open circuit condition during the shock delivery. The device was explanted as a result. The device is expected to be returned for analysis. No additional adverse patient effects were reported. Subsequently, the device was returned for analysis.

Event description:
It was reported that there are concerns about this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion (pbd) and the device's longevity. The device remains in use. No adverse patient effects were reported. Additional information received indicates that this device also exhibited high out of range shock impedance on the right ventricular (rv) lead channel, which resulted in a code 1005. This code indicates that there was an open circuit condition during the shock delivery. The device was explanted as a result. The device is expected to be returned for analysis. No additional adverse patient effects were reported.